Event description:
Found during testing, according to the reporter, the device would not power up. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up and, after opening the case, observed burned components on several pcb assemblies. Physio replacement the interface, OEM, system, and memory pcb assemblies and then observed proper operation through functional and performance testing. The device was returned to the customer for use.